Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that both stents came off of the stent delivery system (sds). No pt effects were reported. No additional information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
The other promus everolimus eluting coronary stent system is being reported under MFR report number 2024168-2009-01324.